Manufacturer narrative:
Through the course of the investigation, no product problem was identified. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) alleged the generation of unexpected positive results for all samples tested within a specific test run, with the cobas 6800/8800 sars-cov-2 test, lot g20843. The samples were noted to be collected in copan tubes, and no further details were provided. Prior to testing, the customer dilutes 500 ul of each sample in 500 ul of cobas pcr media, which serves as an inactivation buffer. Per the instructions for use, specimens collected in copan universal transport medium (utm-rt), bd universal viral transport (uvt), cobas pcr media or 0.9% physiological saline must be transferred into a cobas omni secondary tube prior to processing on the cobas 6800/8800 system. The local affiliate recommended to the site to perform a new run with fresh reagents, lysis buffer, inactivation buffer, and cleaned sample racks. After this run, the customer reported the run went smoothly, and results were as expected. The customer indicated that the affected run was likely the consequence of a contamination event in the inactivation buffer due to bad laboratory practices. No results were reported and there is no indication of harm/injury. Through the course of the investigation, no product problem was identified.